Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged -a proximal stent strut was lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment but the stent strut lifted when crossing the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x24mm synergy drug-eluting stent was advanced for treatment. However, the stent strut was lifted while crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.